Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that the patient went to the emergency room due to overdose symptoms within an hour of a pump adjustment. The pump adjustment was a decrease; interrogation was done to verify that pump was decreased and no error were made. A dye study would be performed. The issue was unresolved and the patient was alive with no injury. No further complications have been reported as a result of this event.